Event description:
A valiant thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of an transected thoracic aorta from a car accident. Vessel morphology was reported as a 25mm diameter at left common carotid artery; 26mm diameter at left common carotid artery; 29mm maximum descending thoracic aorta diameter; 28mm aorta diameter (2 cm distal to the injury); 7mm bilateral common iliac, bilateral external iliac and right femoral artery diameters; 40mm distance from lcc to injury; 20mm distance from lsa to injury; 200mm total length of coverage. It was reported that the patient was in a motor vehicle accident and suffered a subarachnoid hemorrhage. A t1 vertebral body distraction fracture with widening at t1, t2, and t3, an occipital condyle fracture on the left, a descending aortic dissection with pseudoaneurysm, left 3-9 rib fractures, bilateral hemithoraces, and a liver laceration. The patient was discharged from the hospital (B)(6) post index procedure. It was reported that the patient expired on four days later from the traumatic injuries.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-existing condition; pre-op transection). Conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op transection).